Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4), unapproved or contraindicated use (use of the device outside the IFU indication). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a right common iliac aneurysm, ectatic left common iliac artery, and infrarenal aortic disease. The diameter of the aorta at the renal artery measured 25 mm. It was reported that, approximately one month post index procedure a CT revealed that the endurant ii stent graft bifurcate ipsilateral limb was compressed at the level of the flow divider. Additionally there was a slight stent graft overhang on the distal aspect of the ipsilateral limb. There was no distal type I endeoleak observed. The patient still had good outflow and a strong distal pulse. The day after the CT, the physician elected to implant another manufacturer¿s kissing balloon expandable stents in both limbs at the level of the flow divider. An intravascular ultrasound then revealed the previously compressed limb was now patent. An infrarenal angiogram confirmed that there was good outflow in both limbs and no endoleaks were observed. The physician elected to treat the distal ipsilateral limb with another manufacturer¿s self-expanding stent to extend coverage distally to the right external iliac artery. An angiogram confirmed that there were no endoleaks. Per the physician, the cause of the event was related to the patient anatomy of aortic diameter size at the level of the flow divider. No additional sequelae were reported and the patient is fine.